Event description:
The pt reportedly underwent a surgery to create a skin flap at the implant site after a head injury. The pt's skin flap became infected and the device began extruding. The pt's device was explanted. Advanced bionics is in the process of gathering more info. Once more info is obtained a supplemental report will be submitted.